Event description:
Pt was scheduled for a CT of the abdomen and lungs. A saline loc was in place. The loc was flushed and IV contrast hooked up via the pressure injector. Pt verbalized feeling okay. Scans were completed and radiology technologist went to help the pt sit up. He verbalized feeling fine. As he started to sit up, he developed a sudden onset of chest pain. Pt was placed on left side and evaluated immediately by the radiologist. Looking at the scans it was noted that air was seen in the left subclavian vein, superior vena cava, right atrium and right ventricle, with a small amount in the pulmonary artery. ER physician was summoned and immediate hyperbartic oxygen treatment was initiated. Pt suffered no complications. Was observed over the next 24 hrs in the coronary care unit.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.